Event description:
It was reported that the patient was getting an MRI of their thoracic spine for pain. It was unknown if the MRI was related to the device or therapy. Additional information received reported the patient was an inpatient for two days. The MRI was not performed. The patient had a CT scan, which showed an abscess on the patient's back, but the area was not specified. It was unknown if the abscess was related to the spinal cord stimulator or not. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3550-39, lot# n392923, implanted: 2014 (B)(6); product type accessory. (B)(4).